Event description:
During an angioplasty procedure, the catheter buckled in the aorta while the physician was trying to get over the bifurcation. It was reported that the catheter kinked and twisted about 2 cm from the tip on the secondary curve making it difficult for the physician to remove. The physician removed the catheter and examined it. On inspection, the catheter seemed fine; so he went in with it again and experienced the same thing. It was reported that there was no injury or harm to the pt as a result of this event.

Manufacturer narrative:
The lot number and expiration date are not yet available as the site did not provide this info to merit. The device involved in this incident was not returned to merit and is not expected to be returned. However, the site is expected to return four devices from the same lot. Upon receipt and investigation of those devices, merit will submit a follow-up report. Additionally, merit will continue to monitor these types of events for any potential trends. As no lot number was provided by the site, the device MFR date is not yet available.